Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On february 26, 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor replacement.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4.date of this report 13 may 2024. G3.date received by the manufacturer? 12 may 2024. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.